Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. The customer also reported having a bent cannula and a recent blood glucose level of 500 mg/dl, which was treated with a manual injection. Customer stated that she had a rash from the sensor adhesive. The customer also reported that she recently had a blood glucose level of 343 mg/dl, but when she tried to treat it, she received a no delivery alarm on the insulin pump. The insulin pump was not replaced or returned for analysis.